Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient received an inappropriate shock due anti-tachycardia pacing (atp) therapy that ramped up to aggressive and actually accelerated the rhythm. A single 21j shock was delivered to convert the arrhythmia. The plan was to bring the patient in for reprogramming, and the device remains in-service. No adverse patient effects were reported.